Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg 375 mg/dl) and a correction bolus was delivered to address bg. Pump system check was performed with tandem technical support and pump data was reviewed. Pump settings were found to be incorrect. Customer did not know when the settings changed or if the healthcare provider had changed them. Customer reported to have had the vial of insulin near the kitchen stove. Pump system check found no other issues. However, customer alleged something was wrong with the pump.